Event description:
A female pt reported experiencing "conjunctivitis" and "eye infections" (unconfirmed after using complete moistureplus multi-purpose solution). She had symptoms of bloodshot eyes and visual disturbance. Reportedly, her ophthalmologist prescribed vigamox and quixin antibiotic eye drops. She recovered from the first two "infections". At the time of report, she was experiencing a third "infection." Status of pt recovery is unk. Despite 3 follow-up attempts to the pt, no further information was received. The pt indicated that she used three units of complete moistureplus (see related MDR# 2020664-2006-00117 and MDR # 2020664-2006-00118). Root cause is unk.

Manufacturer narrative:
The lot number of the device is unk. The manufacturer is unable to perform an investigation.